Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was cycling and showed as not connected in both cranial and spine. It was additionally reported that they updated the firmware on 02-august-2019. When loading, they received an error, so they restarted the process. The representative (rep) was able to go in the software and the camera was functional. The site tried to use the system again and the issue occurred again. The rep went back and reloaded the firmware update. This time was successful, and the system was now functional. The event logs showed the update initiating on the 2nd and completing on the 5th. There was no patient present when this issue was identified. No additional information was provided.